Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient had experienced began shocking and heating while charging. It was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure.